Event description:
Scheduled case of removal aortofemoral(afb) graft, fem-pop bypass. Surgeon made multiple attempts to insert scanlan tunneler down left leg - femoral to popliteal. Unsuccessful attempts - instrument removed - immediately found metal instrument tip and plastic tip of sheath broken off.

Event description:
Scheduled case of removal aortofemoral(afb) graft, fem-pop bypass. Surgeon made multiple attempts to insert scanlan tunneler down left leg - femoral to popliteal. Unsuccessful attempts - instrument removed - immediately found metal instrument tip and plastic tip of sheath broken off.